Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femoral catalog # 183024 lot # unknown; vanguard tibial bearing catalog # 183522 lot # unknown; biomet arcom 3 peg/post catalog # unknown lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07487, 0001825034-2018-07488, 0001825034-2018-07490.

Event description:
It was reported a patient underwent primary left total knee arthroplasty and later the patient was noted to have baker's cyst.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07487-1; 0001825034-2018-07488-1; 0001825034-2018-07490-1.